Event description:
It was reported by the customer in a letter that the chd29 was used during an unknown procedure. It was reported the device was placed to complete the anastomosis. The surgeon closed the device, released the red safety tab and attempted to fire it. The surgeon noted the handle was extremely difficult to close. The staples did penetrate the tissue but the knife did not make the intraluminal cut. The surgeon made a couple attempts to complete the cut but was unsuccessful. There was no consequence to the pt.